Event description:
Healthcare professional reported a right side "exchange of textured device due to patient's concern with product." Physician reported "ruptured" device observed during surgery. The device has been explanted and discarded.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "exchange of textured devices due to patient's concern with product."